Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the meter was reading inaccurately between 12 noon and 1pm on (B)(6) 2017, when the patient obtained alleged inaccurately high blood glucose results of ¿294 and 321 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with medications including glipizide. The reporter denied that the patient had made any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. She reported that sometime later she found her husband ¿unconscious¿ and contacted the emergency medical services (ems). She indicated that a blood glucose result of 33 mg/dl was obtained on the ems meter and the patient received ¿a shot¿ and ¿IV fluids until he was conscious¿; exact treatment not known. During troubleshooting, it was established that the patient¿s test strips had been stored correctly and were within expiry date. The reporter confirmed that the meter had been set to the correct unit of measure at the time of the tests. The cca walked the reporter through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment/medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurately high blood glucose results on the subject meter.